Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.